Manufacturer narrative:
It was reported that the syringe was "not staying connected to the manifold" on (B)(6) 2025 during a "left heart catheterization". The customer reported after the incident occurred a new syringe was utilized and there was no impact to the patient. No additional details are available related to the customer reported issue. Despite good faith efforts to obtain additional information, the customer contact was unable or unwilling to provide further incident details to the manufacturer. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn (B)(4) on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that the syringe was "not staying connected to the manifold" on (B)(6) 2025 during a "left heart catheterization."